Event description:
It was reported that the patient was having an MRI scheduled to check for the presence of a granuloma. The patient¿s symptoms had returned and gotten more severe. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter, product ID 8598a, serial# (B)(4) implanted: 2012-(B)(4), product type catheter, product ID 8598a, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).